Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of brain feeling like jello. It was believed that customer may have been going into ketoacidosis. Customer was treated with fluids and released. Customer was not wearing insulin pump at the time of hospitalization. Customer had disconnected that same morning. Insulin pump was replaced per customer's request.